Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem could be excluded as this event was an isolated event. The calibration and qc were acceptable.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable hcg+beta elecsys result from the cobas e411 disk. The initial result was 533.6 miu/ml with a data flag and was reported outside of the laboratory. On (B)(6) 2022, the patient was tested for beta-hcg in another laboratory and the result was negative. The patient questioned the initial result as she is homosexual and was only tested for beta-hcg test due to treatment with roacutan. On (B)(6) 2022, the laboratory retested the original sample and the result was 0.496 miu/ml and was believed correct. The reagent lot number was 61488803 with an expiration date of 31-jul-2023.